Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was monitored for several days and no blank display, unexpected countdown and unexpected pump reset noted. The insulin pump was received with normal operating currents. No damage found on the connector and lcd isolation tape noted. Unable to perform the error test due to motor error alarm loop during bolus delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The current blood glucose is 115 mg/dl. Customer was on an insulin drip. Customer stated that she was given the incorrect infusion set size. Customer also stated that the insulin pump alarmed motor error. Nothing further reported.